Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the cause for the break was due to mis-handling. Since the break was not noted at the customer location but is visually apparent, the most likely scenario is that the fiber broke during the return transit when the packaging of the device was unknown and the device may not have been in its protective tubing. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the device connector was intact with the proximal cap on. The stick on the device handle confirmed that the device was a 200 micron fiber. The distal tip was intact and appeared to be unused. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the 200 micron tfl single use fiber failed out of the box and there was an rf ID reading issue. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the fiber body was kinked. The kink was not a full break. The report is being submitted due to the defect found during evaluation.